Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a posterior c2-t2 fusion we had two instruments break. We placed pedicle screws in t1 and t2 using the mountaineer polyaxial screwdriver (ds 698336615 lot#gm4470001). The patient had pretty sclerotic bone. After inserting the screw 3/4 of the way, the surgeon heard a snap and the driver spun freely while still engaged in the screw. The whole tip of the screwdriver broke in the wound but remained in the screw head. We were able to fish out the tip of the driver with a kocher. The broken tip and the broken poly screwdriver were placed on the back table for the remainder of the case. The surgeon wanted advance the screw a little further so he used our backup mountaineer polyaxial screwdriver (ds 698336615 lot#gm4412501). He inserted the driver and threaded the holding sleeve into the poly head. As he tried to advance the screw, it took some extra effort but he got the screw placed. When he handed the driver to the tech and she took a look at it, she noticed that the tip was twisted beyond further use. We had her place it on the back table. We were able to complete the rest of the case using the mountaineer 3 piece polyaxial screwdrivers. No patient harm was noted during the procedure. All broken pieces were removed from patient and verified at final x-ray.

Manufacturer narrative:
One (2) mod qc drivers with sleeve (product code: 6983-36-315, lot # gm4470001, gm4412501) were returned to the complaint handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. The fractured tip was provided with the device for one of the drivers. Similar issues were observed previously with similar designed drivers, for which fracture analysis suggested that the driver underwent a quasi-static torsional shear failure. Although not proven, it is likely that the two driver tips in this complaint were broken due to torsional shear stress, which is evident from the returned devices. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the breakage of the tip on the two mod qc driver¿s (lot # gm4470001, gm4412501) distal tip cannot be positively determined. However, the most likely root cause of the fracture may be that the driver underwent a quasi-static torsional shear failure. Although not proven, it is likely that the two driver tips in this complaint were broken due to torsional shear stress, which is evident from the returned devices. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.